Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Zimmer biomet complaint number (B)(4). Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2016-05349 / 05352).

Event description:
It was reported patient who underwent a total knee arthroplasty approximately six years ago reported loosening and the need for a revision procedure. There has been no reported revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6) 2010 is the date of initial implantation; it is unknown when the patient first began experiencing the alleged event. Concomitant products: biomet tibial tray catalog 141222 lot 784110; vanguard titanium femoral 60mm left catalog cp113635 lot 312430; vanguard tibial bearing 12mm x 63/67mm catalog 183622 lot 377710; cobalt hv bone cement catalog 402282 lot 775690. Product was not returned so no product evaluation could be conducted. Review of device history records found these units were released to distributor with no deviations or abnormalities this device is used for treatment. The complaint components were reviewed for compatibility with no issues noted. Root cause could not be determined with information available.